Manufacturer narrative:
(B)(4). The analysis results showed that one ecr60b cartridge reload was returned fully fired with 2 drivers missing making the reload non-functional. Although no conclusion could be reached on what caused the drivers to be out of position, it is possible that the damaged happened during transit. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The following information was requested, but unavailable: what was the product code of the device that was used with the ecr60b reload (pce60a, plee60a, etc.)?

Event description:
It was reported that during an open pancreaticoduodenectomy, deployed staples in the middle of the staple line were unformed at the second firing on the gastric body. As the unformed staples were on the specimen side, the case was finished without an additional treatment. There were no adverse consequences to the patient.